Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 748251 lot# serial# (B)(4) implanted: (B)(6) 2006-explanted: product type extension product ID 748251 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient's implantable neurostimulator (ins) and extension implant locations were red and swollen. It was stated that the ins needs to be replaced but the surgeon wanted to remove signs of infection prior to re-implanting. It is uncertain how the infection occurred and no troubleshooting was performed as the surgery site had external indicators of an infection. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.